Manufacturer narrative:
Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs.

Event description:
The vascade device was selected for closure. The device was inserted into the sheath and deployed. The sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted without difficulty. The collagen was deployed and the device was removed. Final hemostasis was achieved with the vascade device. Later, the patient developed a hematoma, which grew in size the next day. The patient underwent surgery to evacuate the hematoma and repair the femoral artery.